Event description:
Pt received a sulzer orthopedics inter-op acetabular shell implant in 2000. In 2001, the device was explanted. Preoperative diagnosis: failure of right hip replacement due to failure of ingrowth of right acetabulum. Postoperative diagnosis: failure of right hip replacement due to failure of ingrowth at right acetabulum. Procedure: right hip replacement.